Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a pulse generator change out procedure, the programmer and psa froze; no communication was possible with the pulse generator. After rebooting, a message was prompted which noted that the psa was in backup mode and was not delivering output. The pulse generator could be interrogated after rebooting the programmer. The pulse generator was implanted successfully. The patient as doing fine; the programmer and psa would no longer be used.